Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial component. It is reported by the patient's counsel that the patient received an implants on (B)(6) 2014 and is experiencing problems. A revision surgery is in discussion. The patient also received a tm patella on (B)(6) 2014; however, there is no indication that the tm patella was revised. Note that the persona tibial component is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated